Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coils fragmented'), device dislocation ('migrated essure'), neuromyopathy ('neuromuscular problems') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. B94872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), migraine ("headaches/migraines"), menorrhagia ("severs menstrual / heavy bleeding (10-15 days/month)\bleeding"), abdominal pain upper ("pains in her stomach"), back pain ("back pain"), dyspareunia ("pain during intercourse"), pelvic pain ("pelvic area pain"), gait disturbance ("trouble walking at times"), anxiety ("mental anguish"), pain ("she felt pain when exercising or lifting weights"), abdominal pain ("abdominal pain"), infection ("infection nos"), urinary tract disorder ("urinary problems"), fatigue ("fatigue") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, neuromyopathy, autoimmune disorder, migraine, menorrhagia, abdominal pain upper, back pain, dyspareunia, pelvic pain, gait disturbance, anxiety, pain, abdominal pain, infection, urinary tract disorder, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, autoimmune disorder, back pain, device breakage, device dislocation, dyspareunia, fatigue, gait disturbance, infection, menorrhagia, migraine, neuromyopathy, pain, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: correct placement was noted and adequate with approximately 3 coils protruding from the right os. Total of 2 coils noted to be protruding from the left ostia after essure placement. Lot number: b94872, manufacturing date: 2013-11-16, expiration date: 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coils fragmented') and device dislocation ('migrated essure') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), migraine ("headaches/migraines"), menorrhagia ("severs menstrual / heavy bleeding (10-15 days/month)"), abdominal pain upper ("pains in her stomach"), back pain ("back pain"), dyspareunia ("pain during intercourse"), pelvic pain ("pelvic area pain"), gait disturbance ("trouble walking at times"), anxiety ("mental anguish"), pain ("she felt pain when excercising or lifting weights") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, migraine, menorrhagia, abdominal pain upper, back pain, dyspareunia, pelvic pain, gait disturbance, anxiety, pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, back pain, device breakage, device dislocation, dyspareunia, gait disturbance, menorrhagia, migraine, pain and pelvic pain to be related to essure. The reporter commented: only option for relief from these symptoms is possibly surgical removal of her essure. Quality-safety evaluation of ptc:unable to confirm complaint most recent follow-up information incorporated above includes:on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint).incidentno lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.information become available from our investigation, this will beand other non-conformances data; should any new and reportableprovided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coils fragmented'), device dislocation ('migrated essure'), neuromyopathy ('neuromuscular problems') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. B94872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), migraine ("headaches/migraines"), menorrhagia ("severs menstrual / heavy bleeding (10-15 days/month)\bleeding"), abdominal pain upper ("pains in her stomach"), back pain ("back pain"), dyspareunia ("pain during intercourse"), pelvic pain ("pelvic area pain"), gait disturbance ("trouble walking at times"), anxiety ("mental anguish"), pain ("she felt pain when excercising or lifting weights"), abdominal pain ("abdominal pain"), infection ("infection nos"), urinary tract disorder ("urinary problems"), fatigue ("fatigue") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, neuromyopathy, autoimmune disorder, migraine, menorrhagia, abdominal pain upper, back pain, dyspareunia, pelvic pain, gait disturbance, anxiety, pain, abdominal pain, infection, urinary tract disorder, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, anxiety, autoimmune disorder, back pain, device breakage, device dislocation, dyspareunia, fatigue, gait disturbance, infection, menorrhagia, migraine, neuromyopathy, pain, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: correct placement was noted and adequate with approximately 3 coils protruding from the right os. Total of 2 coils noted to be protruding from the left ostia after essure placement. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs was received. Lot number was added. New events infection, urinary problems, neuromuscular problems, autoimmune-like symptoms, fatigue, hair loss were added. New reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coils fragmented') and device dislocation ('migrated essure') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), migraine ("headaches/migraines"), menorrhagia ("severs menstrual / heavy bleeding (10-15 days/month)"), abdominal pain upper ("pains in her stomach"), back pain ("back pain"), dyspareunia ("pain during intercourse"), pelvic pain ("pelvic area pain"), gait disturbance ("trouble walking at times"), anxiety ("mental anguish"), pain ("she felt pain when exercising or lifting weights") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, migraine, menorrhagia, abdominal pain upper, back pain, dyspareunia, pelvic pain, gait disturbance, anxiety, pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, anxiety, back pain, device breakage, device dislocation, dyspareunia, gait disturbance, menorrhagia, migraine, pain and pelvic pain to be related to essure. The reporter commented: only option for relief from these symptoms is possibly surgical removal of her essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.